Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Knee revision secondary to loosening of tibial tray. More information will be provided as we are seeking more info from our rep regarding facility name and event date.